Manufacturer narrative:
A1: patient identifier: requested, not provided. A2: age or date of birth: requested, not provided. A3a: sex: requested, not provided. A4: weight: requested, not provided. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E1: contact: requested, unknown. E1: telephone number: requested, unknown. E3: occupation: requested, unknown. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the emergency interventional surgery for stroke was completed. When the package was opened, the physician found angio-seal was bent. The physician changed to another angio-seal for use. There was no patient injury and no blood loss. Additional information was received on 19jun2025: the arteriotomy locator was the component that was found to be bent prior to use, it was kinked when opening the package. The patient was stable.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to update section d9, section h3, and to provide the completed investigation results. The actual device has been returned for evaluation. One (1) 8fr angio seal device was returned to terumo medical corporation for product evaluation. The returned sample included the header bag and arteriotomy locator. The device was visually inspected and found to have been in unused condition with no visible signs of blood. A kink was noted at the blood inlet hole of the arteriotomy locator. The complaint was able to be confirmed for a kinked locator. The exact root cause was unable to be determined. The likely cause was determined to have been damage sustained by the device due to handling during device unpackaging. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/hazard based risk table (hbrt).